Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that the patient was stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an unknown surgery for parietal. When closing the head, the surgeon attempted to fix the bone valve with a plate but could not insert the screw in question. Attempted insertion twice, but could not do it, so another product was used. The surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Note: following investigation was performed by the supplier. In the complaint description was reported that "could not insert the screw." The complained part was not laser etched, but due to the complaint added document the part could be identified as a finish good product article 04.503.104.015 / lot 12306p4. The finish good product article 04.503.104.01s / lot 12306p4 was processed with work order (B)(4) from 18.03.2024 until 10.04.2024 and consist of 3 articles - a tray (article 60006959), a lid (article 50161501) and the complained component screw 04.503.104.20 / lot 9503p30. On 23.02.2024, jabil bettlach got the component screw 04.503.104.20 / lot 9503p30 from synthes monument, put them in the storage, take the parts out from the storage and packaged/sterilized them. That means, that after the process through jabil bettlach only a mix up could be happen with the component screw 04.503.104.20 / lot 9503p30. Due to this reason the length from the complained part was measured and the screw had a length with 3.31mm. The length from the complained part hit not the expected length from finish good product 04.503.104.013 with 3.9 #0.1 and the length from next smaller finish good product 04.503.103.018 with 3.0 +0.1. For the component screw 04.503.104.20 / lot 9503p30 jabil bettlach have no manufacturing datas. Due the failed length the complaint condition is confirmed, but since the component screw 04.503.104.20 / lot 9503p30 was not mechanically manufactured by jabil bettlach, the complaint is not confirmed a dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the matneu scr a1.5 self-drill l4 tan 1u I/c would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - a manufacturing record evaluation was performed for the finished device. Product code: 04.503.104.01s. Lot number: 12306p4. It was electronically reviewed and the following non-conformance has been observed: (B)(4) (nr related to the archiving of dhrs). No non-conformances /manufacturing irregularities related to the malfunction were identified. The product was released on: 04 apr 2024. Expiration date: 01 apr 2034. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.